Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, ECG testing, shock testing, and pacer functionality stress testing using the returned multi-function cable without duplicating the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the logs did not find evidence to suggest the device malfunctioned.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.